Manufacturer narrative:
(B)(4). Batch # t5eh6n. Additional information was requested, and the following was obtained: is the current patient status known? No problem was there any patient consequence or change in the post-operative care of the patient as a result of the event? No after cleaning the same device has been used to finish the procedure. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. Attempts are being made to obtain the following information and device: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) To date, no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that during and unknown procedure, gastric tissue was pushed by the staples and then by the blade of the knife (amalgamated staples). It is unknown how the procedure was completed. There was no patient consequence.